Manufacturer narrative:
(B)(4)

Event description:
It was reported that multiple episodes of rv oversensing were observed. The patient was asymptomatic. Upon review of the egm, high frequency and rhythmic noise that was inhibiting pacing was noted. Possible myopotential oversensing was suspected. Further testing and programming changes were recommended. Patient will continue to be followed normally. No further information is available.